Event description:
It was reported the patient experienced a loss of effect following an unrelated medical procedure. It was stated that the patient turned their stimulation off for a bone density scan, and since turning it back on "she is only feeling stimulation in certain positions.: the device was currently set at 2.5 volts. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).